Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stabbed - skin [skin injury] scratched - skin [scratch] heads come loose - oral-b [device connection issue] shaft to become worn - oral-b [device physical property issue] thought it was I'd accidentally bought fake heads - oral-b [suspected counterfeit product]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads came loose fairly quickly from his oral-b 8900 genius toothbrush. As a result, he stabbed and scratched himself a few times while brushing. No serious injury was reported. On 10-jul-2024 follow up via email: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3765 genius 8900 (lot: bb606062128). The concomitant products were confirmed to be oral-b power oral care refills crossaction eb50 (lot: 4704132-00) and oral-b trizone toothbrush heads (lot: 99372244). The consumer reported that the oral-b toothbrush shaft became worn over the years. No serious injury was reported.

Manufacturer narrative:
24-oct-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Stabbed - skin [skin injury]. Scratched - skin [scratch]. Heads come loose - oral-b [device connection issue]. Shaft to become worn - oral-b [device physical property issue]. Thought it was I'd accidentally bought fake heads - oral-b [suspected counterfeit product]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads came loose fairly quickly from his oral-b 8900 genius toothbrush. As a result, he stabbed and scratched himself a few times while brushing. No serious injury was reported. 10-jul-2024 follow up via email: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3765 genius 8900 (lot: bb606062128). The concomitant products were confirmed to be oral-b power oral care refills crossaction eb50 (lot: 4704132-00) and oral-b trizone toothbrush heads (lot: 99372244). The consumer reported that the oral-b toothbrush shaft became worn over the years. No serious injury was reported.